Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in the report. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was not returned for evaluation, however the customer provided a photo of the affected device. A photo inspection showed the customer's reported defect (no cap on the needle). Two hundred retention samples of lot # 16g1171 were visually inspected for missing needle shield and all samples were in good condition. A review of the device history record for lot # 16g1171 revealed a ncp for an error in the printed expiration and manufacturing dates on the shipping sticker but no issues related to the customer's reported defect. A manufacturing review showed that preventative maintenance was conducted as scheduled and all machine gauges were calibrated but stoppage and equipment performance indicated that loose needle shield, bottom web break problems, and syringe loader track jamming occurred during packaging of the reported lot # 16g1171. Conclusion: the customer's photo showed evidence of a missing needle shield in the device's blister pack. The probable root causes for this incident are: non uniform distance between flange positioner plate and loader. Non uniform distance between syringe resting plate and stopper plate. The non-uniform distances creates movement in syringe which may lead to packaging of shield missing product. A CAPA has not been initiated for this issue, however non-CAPA corrective actions have been implemented. These actions are: modification of loader tray to minimizes gap and maintain equal distance between plates ensuring no missing needle shields in blister packs. Awareness training to associates for defects ¿ shield missing. As an additional countermeasure, challenge tests to be included in changeover checklist to avoid missing needle shields in blister packs. (B)(4).

Event description:
It was reported that there was no cap on a bd emerald 5 ml luer slip syringe with 22 g x 1 1/4 in. Needle and this led to a needle stick injury before patient use. There was no report of medical intervention. A bandage was applied to the clinician's finger.